Manufacturer narrative:
Product was returned for evaluation: motor 1162493 / unable to test / motor / box damage / unable to test due to crushed connector and cracked brake cap. Visual damage to the shipping box. (B)(4).

Event description:
The dealer stated the motor lunges. The chair was just dispersed to a patient.